Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on an unknown date and perigree- transobturator prolapse repair system and mesh were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with excision and revision of vaginal mesh, and anterior colporrhaphy; due to reason for implantation. It was reported that the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, vaginal scarring, erosion, infection, and other. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with excision and revision of vaginal mesh. It was reported that following insertion the patient experienced bowel problems. No additional information was provided.